Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was approaching end of life. The physician requested an ipg replacement for the patient. As of (B)(6) 2024, surgery had not been scheduled. The patient was awaiting authorization from their health plan. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is not receiving therapy and will likely require surgical intervention to address the issue.